Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the flow rate of the roller pump could not be adjusted. An alternate device was used to conclude the procedure. There were no reported adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.